Event description:
It was reported that the patient complained of hip pain, 32 (+8) head notched the neck of the accolade tmzf. Stem and cup were removed and replaced with zimmer implants.

Manufacturer narrative:
An event regarding dissociation involving a metal head was reported. The event was confirmed. The device was not returned, but a photo was provided. Blackening of the taper was observed, however it is impossible to determine if this is biological in nature or corrosion. A functional and dimensional inspection was not performed as the device was not returned. A review of the provided information by a clinical consultant indicated that radiology confirms the presence of the femoral head dislocated from the stem trunnion with severe notching, rounding and other substance loss of the stem taper. Severe ectopic bone formation in the hip joint, brooker grade 4, with apparent fusion of the hip joint. No explants available for analysis. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The root cause of this investigation is the ectopic bone formation adversely influencing biomechanics and kinematics of the arthroplasty joint.

Event description:
It was reported that the patient complained of hip pain, 32 (+8) head notched the neck of the accolade tmzf. Stem and cup were removed and replaced with zimmer implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.